Manufacturer narrative:
The insulin pump was received with a blank display due to corrosion on the lcd board. The unit was unable to verify the low battery alarm, failed battery test alarm, and battery out limit alarm due to the blank display. The following physical damage was noted: stripped battery cap coin slot, minor scratched display window, and a cracked reservoir tube lip. No crack/damage on the battery compartment was noted. The unit was unable to perform the idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test,prime/compromised force sensor system test, excessive no delivery test, and displacement test due to the blank display.

Event description:
The customer reported via phone call that his new battery only last two days before the insulin pump had a failed battery test alarm and a blank display anomaly. The patient's blood glucose at the time of incident was in the 90 mg/dl range. During troubleshooting the patient noted a potential scratch or crack to the top of the battery compartment. The customer stated that the insulin pump fell out of his pocket and fell onto the mattress. The customer had not been using the insulin pump for the past couple of months; he just began to use the device last tuesday. The insulin pump began to have anomalies on sunday. The insulin pump was returned for analysis.